Event description:
Manufacturer received explanted pulse generator and lead for analysis. It was reported that both products were returned because "fluid was inside the lead." Good faith attempts to gather additional information have been unsuccessful. The lead was returned without the electrode section and a portion of the lead body so a complete evaluation could not be performed. Analysis was performed on the returned lead portion and the reported "fluid inside the lead" was not verified. Continuity checks were performed with no discontinuities identified. No anomalies were identified with returned portion of lead or pulse generator which may have contributed to the reported "fluid inside the lead".

Manufacturer narrative:
No anomalies were identified with returned portion of the lead which may have contributed to the reported "fluid inside the lead." A device malfunction is suspected but did not cause or contribute to a serious injury or death.